Event description:
The user received questionable high calcium results from the cobas c501 analyzer serial number (B)(4) that were discovered when physicians began calling to question the high results. Of the data provided for around 60 patients, the results for 19 patient samples were discrepant. All repeat testing was performed an another cobas c501 analyzer. All results are in mg/dl. The following samples results were corrected on (B)(6) 2011. Patient sample 1 initial result was 11.5 and the repeat result was 9.3. Patient sample 2 was from a female patient born on (B)(6). The initial result was 11.9 and the repeat result was 8.6. Patient sample 3 was from a female patient born on (B)(6). The initial result was 13.5 and the repeat result was 9.9. Patient sample 4 was from a male patient born on (B)(6). The initial result was 12.7 and the repeat result was 10.0. Patient sample 5 was from a male patient born on (B)(6). The initial result was 13.1 and the repeat result was 10.5. Patient sample 6 was from a male patient born on (B)(6). The initial result was 11.8 and the repeat result was 9.3. Patient sample 7 was from a female patient born on (B)(6). The initial result was 11.7 and the repeat result was 9.3. Patient sample 8 was from a male patient born on (B)(6). The initial result was 13.0 and the repeat result was 10.3. The following samples results were corrected on (B)(6) 2011. Patient sample 9 was from a female patient born on (B)(6). The initial result was 12.0 and the repeat result was 9.1. Patient sample 10 was from a female patient born on (B)(6). The initial result was 11.4 and the repeat result was 8.8. Patient sample 11 was from a female patient born on (B)(6). The initial result was 12.3 and the repeat result was 9.3. Patient sample 12 was from a female patient born on (B)(6). The initial result was 12.9 and the repeat result was 9.6. Patient sample 13 was from a female patient born on (B)(6). The initial result was 10.9 and the repeat result was 8.8. Patient sample 14 was from a male patient born on (B)(6). The initial result was 12.2 and the repeat result was 9.1. Patient sample 15 was from a male patient born on (B)(6). The initial result was 13.2 and the repeat result was 9.5. Patient sample 16 was from a male patient born on (B)(6). The initial result was 13.2 and the repeat result was 9.5. Patient sample 17 was from a female patient born on (B)(6). The initial result was 11.1 and the repeat result was 9.2. Patient sample 18 was from a male patient born on (B)(6). The initial result was 11.7 and the repeat result was 9.5. Patient sample 19 was from a female patient born on (B)(6). The initial result was 12.7 and the repeat result was 9.1. The initial results were reported outside the laboratory. The patients were not adversely affected. Upon evaluation of the analyzer, the field service representative found a defective internal rinse valve and replaced the valve assembly. To verify the analyzer operation, he ran precision testing with results within specification. The user ran successful calibration and quality control.